Manufacturer narrative:
MDR is being filed due to field action (B)(4). Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, CAPA-(B)(4), was initiated to address this issue.

Event description:
The support consultant attempted to run the total 5 control level 1 twice at 2 stdev with myoglobin results outside of the expected range high at 132 ng/ml and 131 ng/ml (2 stdev: 71.9-119 ng/ml). The support consultant installed a code chip from a different box of controls with the same lot number and then attempted to run the total 5 control level 1 at 3 stdev with a myoglobin result outside of the expected range high at 124 ng/ml (3 stdev: 60.2-131 ng/ml).